Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the implantable cardioverter defibrillator (ICD) was interrogated for a routine follow-up check, which revealed another alarm had triggered approximately sixth months prior due to high atrial pacing impedance that was previously observed. The device was reprogrammed from vvi to ddd, and the ra lead and ICD remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the hospital after an alarm from the device was heard. It was noted the atrial lead exhibited high impedance and "noise was recorded many times as an at/af episode." It was added that noise was reproduced during arm movements and the physician suspected a lead fracture. An x-ray indicated the device had shifted downward and the physician suspected the device had pulled down the atrial lead as well. The device was reprogrammed to vvi and the atrial lead was inactivated. It was noted that the device was checked again and there was still noise on the atrium electromyography and as a result, the physician did not change the setting of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analysis indicated multiple episodes of atrial tachycardia/ atrial fibrillation (af) detection due to lead noise oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product ID 6944 implanted: 2002 (B)(6). (B)(4).